Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported having an anaphylactic episode and the treating doctor considered the event was life threatening to the patients health while the invisalign system aligners were being used at that time. Device not returned to manufacturer.

Event description:
The patient reported the symptoms of difficulty breathing, anaphylactic shock and sensation of throat closing. The patient reported visiting a doctor due to the reported symptoms. The patient reported being prescribed antibiotics (unspecified) due to the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently doing fine. The treating doctor considered the event was life threatening for the patient's health.